Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific received information that the patient experienced syncope while driving. Upon evaluation, the right ventricular (rv) lead was found to exhibit oversensing of noise leading to pacing inhibition in this pacemaker dependent patient. It was noted that there were over forty episodes of oversensing in a three day period. Noise was able to be reproduced with isometrics and pocket manipulation. The rv sensitivity was reprogrammed to 5.0 mv which allowed the device to not mark the noise as vs and allow appropriate 1:1 sinus tracking. Subsequently a change out procedure was scheduled where the rv lead was surgically abandoned. The device was also electively explanted during the procedure. A new rv lead and an upgraded pacemaker were implanted. No additional adverse patient effects were reported.